Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. The atrial lead exhibited intermittent undersensing resulting in auto mode switch episodes. No medical intervention or patient symptoms were reported.